Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The lower shaft is cracked at the lower pivot pin. The pivot pin is missing, and the dynamic jaw appears to be broken out at centerline. The location, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the tip of the pituitary is cracked. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.